Event description:
A vaxcel pasv port was placed for therapeutic purpose in 2004. In about 4 months, the catheter fractured ten centimeters from the distal tip. The catheter piece was snared out from the pulmonary artery. The port was no longer being used for infusion and remained the pt.